Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary zebra printers were not working and continuously blinking but not producing any prints. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure of the zebra printers. A technical support specialist reinstalled the printer driver and successfully printed a test page. The system functioned as intended after the technical support specialist troubleshot the device.